Manufacturer narrative:
Concomitant medical products: "yletqn"#1900085528. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported that "dr. (B)(6) performs a difficult intubation with video laryngoscope and its intubation stylet. Impossible to inflate the cuff after placement. The doctor etudes with eschmann stylet and places a new ett". No patient injury, consequence, or desaturation reported. Patient condition reported as "fine".